Event description:
It was reported to philips that the device can't recognize the battery and has bent pins.

Manufacturer narrative:
There was reportedly no patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pins 3 to 8 were all bent and permanently compressed.